Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v813549, implanted: (B)(6) 2011. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that a patient was having trouble increasing stimulation. It was noted that the device was off. It was reported that the patient was surprised and shocked by the device when she turned it on. The patient turned down the stimulation and resolved the feeling of overstimulation. Additional information has been requested but was not available as of the date of this report.